Manufacturer narrative:
Hospital policy prohibits the release of patient weight. Date of event¿ is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference numbers: 1627487-2020-02150. 1627487-2020-02151. 1627487-2020-02152. It was reported that the patient experienced ineffective therapy. X-ray confirmed that the left-side leads migrated. Surgical intervention may occur to address the issue. It is unknown which leads are related to the issue so all suspected devices are being reported.

Manufacturer narrative:
Additional information: h6 - method code: 4117 has been updated to 4114.

Event description:
Additional information was received that all the leads had migrated. As a result, surgical intervention occurred during which the leads were explanted and replaced to address the issue.

Manufacturer narrative:
Hospital policy prohibits the release of patient weight. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.